Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the event occurs only with the 180 series scope, the malfunction was likely caused by a faulty operational amplifier on the printed circuit board. There has since been a design change to prevent reoccurrence.

Manufacturer narrative:
The customer reported that they tried five separate 180 series scopes. No serial number was provided for these scopes. No image could be achieved while using the 180 scopes. An olympus engineer helped the customer to troubleshoot the reported issue. The customer was able to use 190 scopes with no image processing issues. The engineers suspected that there was a communication problem at the cv-190 scope socket and recommended to the customer to send the device in for repair. No other issues were reported. If additional information is obtained a supplemental report will be filed

Event description:
An olympus sales representative reported that a user facility was having issues getting a scope image in two procedure rooms using 180 series scopes. The user facility confirmed that there was no death, injury or infection as a result of the reported issue. No additional information has been obtained.